Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Name: unknown / not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported that during a implant surgery the patient suffered pain, doctor took a conebeam ctbx image was and removed the implant. Another implant has been placed in order to finish the procedure.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: expiration date g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 47 (fdi) and was placed and removed on the same day. Device history record (DHR) review was completed for the subject lot number (2021110247). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021110247) for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.